Manufacturer narrative:
(B)(4). Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tg3115/7172827, tg3415/7244667). The procedure was concluded without endoleaks present. On (B)(6) 2010, the patient was discharged from the hospital. Aneurysm diameter measured 43 mm. On (B)(6) 2010, at the six-month follow-up study, aneurysm diameter measured 42 mm. On (B)(6) 2011, at the one-year follow-up study, and aneurysm diameter measured 42 mm. On (B)(6) 2012, at the two-year follow-up study, aneurysm diameter measured 45 mm. On (B)(6) 2013, at the three-year follow-up study, aneurysm diameter measured 49 mm. A type ii endoleak was found. A wait-and-watch approach was taken. On (B)(6) 2014, at the four-year follow-up study, aneurysm diameter measured 50 mm. A wait-and-watch approach was continued.